Event description:
During tunneling, the dr experienced blood return. The catheter broke upon removal, leaving a small amount in the epidural space. Pt was informed that bit of the catheter was left in - suffered no adverse effects.